Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a permissions issue. The field service engineer uninstalled windows update and system booted into application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ cii safe , it had a application not launching. The customer reported that the issue occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.